Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose value. The customer's blood glucose value was 426 mg/dl. The customer's other blood glucose value was 420 mg/dl. The customer also reported that the transmitter did not blinked and sensor signal cannot found. The customer did not provide any information about symptoms and treatment. The insulin pump will not be returned for analysis.